Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence on an unknown date. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): patient had a hysterectomy at the time of the sling procedure. It was reported that patient underwent release of vaginal sling and urethral dilation on (B)(6) 2008 by implanting surgeon due to severe pain to the pelvis, lower back and legs as well as urinary retention. No additional information was provided.(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary retention. (B)(4).

Manufacturer narrative:
Date sent to FDA: 11/10/2016. Additional information: other relevant history.